Manufacturer narrative:
Correction: upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had failed to be extended. The physician elected to remove and replace the rv lead to complete the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended with sign of blood. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the over-torqued inner coil.